Event description:
It was reported that the device flipped, but this was not confirmed. The patient was reprogrammed and impedances tests were run. The device was ¿loose¿ in the pocket, so the doctor revised it. The doctor opted to replace the device during the revision. Prior to explant, the doctor was counseled as to the state of the explanted device. About two and half weeks later it was reported that the cause of the event was device pain and it was ¿flipping.¿ hospitalization was not required and the patient outcome was noted as no injury and non-serious injury or illness.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v439943, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).